Event description:
A customer reported a ¿battery charging issue¿. There was no adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.